Event description:
It was reported that during a sleeve gastrectomy they successfully fired three reloads with ech60r. On the fourth firing they did not use buttressing material and once done they removed the reload and noticed it had broken in half. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Batch # unk. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number a9c94l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # 278c40. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a broken gst60g reload without its cartridge pan. The reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The broken reload and dislodgement of the cartridge pan are possible damage due to improper handling as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 278c40, and no non-conformances were identified.